Event description:
The vns pt was seen in the clinic on (B)(6) 2010 and when the device was interrogated, the eos projection showed 3 months remaining. System diagnostics test was ok, with lead impedance 2307 ohms. Review of programming history revealed that the pt was seen previously on (B)(6) 2009 where the eos projection showed 1.2 years remaining. The settings were the same at the office visit on (B)(6) and (B)(6), thus there were no setting changes made that would have contributed to the change in the eos projection. The site was questioning if the 3 month eos projection was accurate. Since the settings were unchanged between these office visits and the lead impedance values are similar (on (B)(6) the lead impedance value was 2363 ohms, and on (B)(6) the lead impedance value was 2307 ohms), it would be expected that the eos projection would show approximately 6 months rather than 3 months. The alleged battery life projection decrease was confirmed via programming history review. As part of the investigation into this issue, review of the demipulse design history file (firmware and software detailed design) and design master record was performed and determined there is a discrepancy in the end of service longevity calculation projection. Investigation determined that model 250 programming system software was identified to be a contributing factor to inaccurate eos calculation. Eos projection on generator addressed in medwatch report number: 1644487-2010-01193.

Manufacturer narrative:
Analysis of programming history. In addition, review of the demipulse design history file (firmware and software detailed design) and design master record was performed. Analysis of programming history confirmed the decrease in eos projection. Furthermore, the review of the demipulse design history file (firmware and software detailed design) and design master record determined that an incorrect algorithm used by the model 250 programming system was in use. The root cause of bias between the time to eos projections for the generator and model 250 programming system appears to be due to an incorrect characterization during the design control phase.